Manufacturer narrative:
Results evaluations: the customer report has been confirmed with the receipt of unused samples from the lot in question. Pending a completed investigation, a follow-up report will be submitted. A review of our complaints database show no other reports on this device lot number.